Event description:
Service was requested on this device based upon a report of air in line alarm not working correctly. This issue was found during functional testing performed by a biomed technician. The facility's representative reported that there was no record of any patient incident associated with this device since the last baxter service event.

Manufacturer narrative:
Evaluation has been performed on this device. Reported issue specifications line not working was not confirme. Pump meets all specifications for the air in the line alarm.